Event description:
In 2006, the patient was implanted with 3 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. In 2009, the patient had transcatheter coil embolization for a type ii endoleak (lumbar vessels). At about 10 weeks later, the patient went through an anterior approach direct aneurysm sac puncture to again perform coil embolization for a type ii endoleak. The endoleak was resolved. At approximately 3 weeks later, the patient was admitted with a pending rupture and presented with an infection at the anterior wall of the aorta. The physician cut into the front portion of the sac and was able to completely remove the infected sac. There was no active bleeding and none of the gore excluder aaa endoprostheses were infected. The aorta was sutured around the grafts. The pt tolerated the procedure. The physician stated the sac of infection was a direct result from the needle that was used in the procedure in 2009.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type ii endoleaks are independent of graft design and instead are related to patient anatomy.